Event description:
It was reported that the patient was not doing well on the vent. The mother did not think the ventilator was giving breaths. The paramedics were called, and they performed a ventilator check on the ltv. The paramedics stated the ventilator failed. No further description was provided. No patient harm reported. No reported alarms.

Manufacturer narrative:
Na